Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the system displayed "select boot device" and stopped. Review of the log file didn't confirm the reported failure directly but showed an issue related to host pc in the previous system startup. The rse identified that the system failed to boot up successfully. The actual cause of the issue was with the bios (built in operating software) malfunction of the host pc motherboard. The rse selected the sata (serial advanced technology attachment) option to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that "select boot device" was displayed on the startup screen and the system stopped. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.